Event description:
It was reported that the device was used during a distal pancreatectomy with splenectomy. When the device was being fired across the tail of the pancreas it started to work, a few of the staples began to protrude, but the device stopped. The reload was removed, device cleaned and reloaded. The device worked fine. The same device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Premature sled movement. The analysis results showed that one reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. However, one staple line on the right side was not formed. The cartridge was disassembled and the one piece sled was noted to be damaged. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Pancreas. At what location on the tissue? Tail of pancreas. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Unk. What color cartridge was being used? White. What other color cartridges were used before and after this event? White. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Possibly. Were any unexpected noises heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Surgeon not over concerned about the issue, may have been fired near another staple line. What were the patient's pre-existing conditions? Unk. Does the patient have any relevant history of surgical treatments? Unk. How long has the surgeon been using this device for this procedure (in years)? Non-powered 2+, powered approximately 8 months. Was there a recent conversion to ees devices in this account or with this surgeon? No.